Manufacturer narrative:
Rmas issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect computer found the computer launched and loaded exams during testing with no problem found. Ran cranial application for ~ 1 hour with no problem. Further testing yielded no problem found. Fully functional. Did not cause the event. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera found when connected to known good system the psu performed as expected without issue. The system did not exit once an exam was loaded in synergy cranial as reported. Several exams were loaded and allowed to run over time without issue. No problem found per the reported issue. Did not cause the event. Replacement pca I/o hub shipped to site (B)(4) 2013. Medtronic investigation of returned suspect I/o hub found when connected to known good system the I/o hub performed as expected without issue. The system did not exit once an exam was loaded in synergy cranial as reported. Several exams were loaded and allowed to run over time without issue. No problem found. Fully functional. Did not cause the event. Replacement scu shipped to site (B)(4) 2013. Medtronic investigation of returned suspect scu found when connected to known good system the scu performed as expected without issue. The system did not exit once an exam was loaded in synergy cranial as reported. Several exams were loaded and allowed to run over time without issue. No problem found. Fully functional. Did not cause the event. Replacement usb cable shipped to site (B)(4) 2013. Medtronic investigation of returned suspect usb cable passed a continuity test with no opens or shorts detected. No problem found. Fully functional. Did not cause the event. Could not duplicate reported issue. Medtronic representative, following-up at the site, replaced computer, I/o hub,scu kit and cable usb-a to usb-b. Tested and navigated accurately ready for clinical use, calibrated touch screen set up dicom. Issue could not be duplicated.

Event description:
A medtronic representative reported that synergy cranial exited to a blue screen while in the plan task and after a single exam had been imported. No other tasks were completed prior to the exit. A re-boot of the system, and re-launch of the software, twice, restored the system to normal function. This occurred during set-up, prior to the start of the procedure. The surgeon proceeded and completed the surgery with the use of the navigation system. There was no impact on patient outcome.